Manufacturer narrative:
Although the devices were entered as sapien retroflex delivery system, it is believed the devices were entered in error. This is due to the fact that at the time of implant, there were no sapien retroflex delivery systems available for implant with useable shelf life. This report summarizes 1 event of valve re-intervention serious injury event for the sapien retroflex delivery system in the mitral position. The 'time to event' (tte, in days) for this event was 1032. The device identification (di) is not available for sapien transcatheter heart valve, retroflex delivery system, or sheath. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for november 2020 data extract for mitral serious injuries for the sapien retroflex delivery system. This report summarizes 1 asd closure following transseptal catheterization serious injury event for the sapien retroflex delivery system in the mitral position for november 2020. The age range for these events is 77 years. The breakdown for gender is as follows: 1 female. November 2020 data extract includes data provided by acc for q3 2020 (july 1 and september 30).